Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 9.9cm to 10.2cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that noise was observed on the atrial lead. The lead was explanted without replacement during a system downgrade procedure.